Event description:
It was reported that during case, plan looked good. Half of the femur bone model was refined and when moving back to planning to add femur points, removed all points and remapped. When returning to planning, the plan still looked the same. Medialized the component a little and went back into refining. When cutting started, the component was still too far lateral and there was a little ridge of bone (3-ish mm) left on the medial edge. System was restarted, moved back to planning and shifted the implant so medial it looked like it would overhang a lot and cut that plan. The final result overhung slightly and the implants tracked perfectly down the center of the implants, even though the m-l positioning screen showed edge loading.

Manufacturer narrative:
H10: the device was used in treatment and it was reported that there was a mismatch between our plan and what our femur bone model showed in refining. Case log files and screenshots were not returned for evaluation. DHR review found that the software version (4016) has been validated. A complaint history review found similar reports, this issue will continue to be monitored. The initial visual investigation of the software log files and screenshots found that: there was no tracker movement that could have caused this issue. The case was uploaded onto a system in order to get a 3d view of the planning and free collection and additional screenshots were taken. It appears that the plan was made to the bone mesh created during free collection instead of the free points (green dots). When taking a closer look at the free points in relation to the implant, it is evident that the final plan should have only overhung slightly, which was stated by the reporter as the final outcome. Had the plan had been made to the free points the final outcome would have been as expected in planning. The navio system for unicondylar knee replacement and patellofemoral arthroplasty user's manual (500054 reva) notes that the points collected are shown in green and the surface mesh defining the condyle surface is generated. The system will continuously update to fit the surface mesh to the green points as they are collected. There are also instructions for implant planning and showing the free collection green points in the implant planning screens. This issue is an identified risk in within the risk assessment. The probable cause of the issue was user error. A relationship between the device and the reported event could be established. No further containment or corrective actions are recommended at this time. Per complaint details, currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided, the outcome of the surgery was acceptable to the patient. No patient injury/impact is being reported; therefore, no further medical assessment is warranted at this time.